Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. When this shutdown issue occurred, the patient had been under percutaneous cardiopulmonary support and this iabp unit was rebooted immediately. There were neither reduction in blood pressure nor adverse consequences to the patient reported. The cardiosave was switched with another treatment continued. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: d1, d4 (catalog#), g3. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; although running test was performed for more than 24 hours after connecting a test balloon to this iabp. After a while, the iabp unit was attempted to be turned off and on a dozen times, then running test was performed again, and this iabp unit was confirmed to work normally. System functional test was performed in system diagnostic mode, and the connection between boards including solenoid control board and executive processor board were checked. As this iabp unit was operating normally, running test was performed for more than 24 hours several times. The reported issue was unable to be replicated and there were no anomalies on this iabp unit noted. It was thought that the solenoid valve might have been failed temporarily for some reason; however, the exact cause of this issue could not be determined. This iabp unit will not be returned to the customer, and is being used as our fixed assets at our service center; therefore, another iabp unit was sent to the customer instead, and is being used clinically at the customer's site.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site was shortened due to field character limit; the full name is (B)(6). A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. When this shutdown issue occurred, the patient had been under percutaneous cardiopulmonary support and this iabp unit was rebooted immediately. There were neither reduction in blood pressure nor adverse consequences to the patient reported. The cardiosave was switched with another treatment continued. There was no harm or injury to the patient and no adverse event was reported.